Event description:
It is reported that the patient was revised due to plate breaking.

Manufacturer narrative:
Evaluation summary: the plate is broken at the 9th hole from the distal tip, and exhibits numerous scratches and gouging. Based on information provided, there is no clear root cause why the plate fractured. Sem analysis showed that plate most likely broke due to fatigue loading. This is indicative that the humeral fracture may have had non-union (or mal-union), or else the fracture was not properly reduced during the time of surgery, thereby possibly subjecting plate to additional loading cycles. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.